Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix could not retracted after it was extended. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from the origin length 58cm to 59.5cm, and with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. If information is provided in the future, a supplemental report will be issued.